Event description:
A customer contacted baxter's technical service center because she believes she saw smoke coming out of the machine during the night. The homechoice unit will be returned for eval. No pt injury or medical intervention was reported.

Manufacturer narrative:
.